Event description:
On (B)(6) 2014, the user facility had a pt that had an endotracheal tube in place with a dale 270 et tube holder for approximately 30 days. When they went to put in a tracheostomy tube, they discovered an ulcer above the lip and below the nostril that was very pronounced.

Manufacturer narrative:
On (B)(6) 2014, a dale medical sales rep visited the facility at their request and met with the noted person. It was stated that they had a pt on an endotracheal tube, and using a dale et tube holder for approximately 30 days. When they went to put in a trach tube, they discovered an ulcer above the lip and below the nostril that was ugly. Everyone was concerned and an investigation followed. What they discovered was that they had not been following the IFU on the time between changing of the adhesive base for the tube holder. She knew that it should be no more than three days, but there was no protocol in their system to enforce it. Their best guess from the charting and the charges for the 273 (adhesive base for the et tube holder) on this pt was that it had been changed twice in 30 days. She wanted the dale rep to do another in-service training session for both shifts, and to stress the need to assess and change the adhesive base everyday three days. The in-service was provided on the day for the night and day shift. The facility contact listened to both session held by the dale rep, and she was going to cover the evening shift. During the in-service it was reiterated that three days is considered the max for the adhesive base and that they should use their professional discretion on more often. It was suggested that patients who are immunocompromised, malnourished, or generally frail may warrant extra consideration. Dale medical has concluded that there are no issues with the device and the cause of the skin ulcer was the noted excessive application time.